Manufacturer narrative:
The device has been returned, however no analysis is required.

Event description:
It was reported that this device system was explanted due to infection with cultures showing mrsa. Oral antibiotics were planned to be given, with the possibility of re-implantation in a few months. No additional adverse patient effects were reported.